Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor glucose dropped below 40 mg/dl. The customer passed out as a result of their hypoglycemia. The customer treated with juice and candy. The customer did not believe that the insulin pump contributed to the low blood glucose. It is unknown if the auto mode feature was active during the hypoglycemic incident. Troubleshooting was declined for the hypoglycemia. However, the customer reported multiple sensor issues such as calibration errors, change sensor alarm, sensor glucose inaccuracy, and a damaged sensor. The insulin pump was not returned for analysis.